Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a gap at the distal end, the forceps elevator had foreign material, the adhesive around the objective lens had foreign material, the adhesive on the bending section cover had foreign objects, and the distal end had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, olympus presumed there is a possibility that the gap at the distal end could occur if there is physical stress applied to the device, such as by hitting or dropping the distal end of the scope. However, a definitive root cause cannot be determined. Olympus also confirmed foreign material adhered to the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. However, since the material adhered to an outer surface of the scope, the material was not removed by reprocessing. Three attempts were performed to obtain additional information in regard to their reprocessing method, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: the user can detect the events the gap in the distal end and foreign material in accordance with the following instructions for use. Operation manual preparation and inspection of the endoscope the user can prevent the events a gap in the distal end and foreign material in accordance with the following instructions for use. Operation manual important information ¿ please read before use warning:do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The user can prevent the events of foreign material in accordance with the following instructions for use. -reprocessing manual reprocessing the endoscope (and related reprocessing accessories) precleaning the endoscope and accessories manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.